Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed downstream occlusion and the psi is high. This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received in fair physical condition with a cracked housing. There was no evidence of the reported issue in the event history log. The device was tested 3 times all 3 test passed within internal specification; however, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.